Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0427847v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported he felt a shocking sensation in his shoulder and neck while sitting in a chair two weeks prior to the report. It happened again while walking a week later. Now, the patient could not feel stimulation at all at 4.50 volts in group a. He could feel a little stimulation in his arm if he bent his chin down. This issue had been occurring daily and it was reported to be related to a positional movement. There were no falls or traumas reported that could have been related to this issue. Upon interrogation with the patient programmer, it showed the stimulation was on. The patient had the ability to change stimulation, but there were no other groups available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-17. The hcp stated that the patient contacted them to say that the spinal cord stimulation (scs) system was not working. The hcp was not with the patient to do any troubleshooting. The patient claimed that the device worked for 6-8 months after implant but then the system shocked them and the device stopped working. The patient claimed to have spoken to someone from the manufacturer who told the patient that they need their system replaced. Although the hcp stated that the event date was in 2010, previous information conflicts with this event date. When the patient first spoke with someone from the manufacturer also remains unknown. No further complications were reported/are anticipated.